Manufacturer narrative:
D3 (manufacturer fax) has been added as this was omitted from the initial mw submitted. D4 (serial) has been updated. Asae/ hematoma/ major bleed : the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The product was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary access site to support the 63 year old female patient, who had been admitted to the hospital with indication of cardiomyopathy, presenting in scai stage c shock. The underlying medical history was not shared. The pump was placed and on day after implant the team noted a hematoma at the site. The team sutured the hub secure and verified the 3 point fixation was intact. The team also observed the jp drain had clotted off despite the ptt being supra-therapeutic. Jp drain continued to output sero-sanguinous drainage. Two units of blood products were deemed necessary and were infused to the patient. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The impella 5.5 was explanted in or during lvad procedure.